Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available for evaluation.

Event description:
A few years ago, plif surgery was performed using cannulated cortical fix screw 7 x 45mm (part#: 186731745, lot#: unk). The fixed area was l5 - s. On (B)(6) 2017, revision surgery was performed due to lumbar disc hernia (l3 - l5) and pseudarthrosis (l5 - s). After these screws were removed, x-tab screws were inserted at l3 ¿ l5 and cfs screws (8 x 45mm) were inserted at s. The surgery was completed with a 60-minute extension.